Manufacturer narrative:
(B)(4). Batch number: p58f77. Investigation summary: the analysis found that one ec60a device was returned with the handle shrouds opened, and with a gst60w partially fired 1/16 cartridge loaded on the device. Further analysis showed that the frame was damaged. No functional test was performed due the condition of the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage on the frame, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame and shrouds.  As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery echelon stapler was blocked itself with reload inside during the first step of firing. It was the 3 firing during this procedure. Surgeon replaced the stapler with other new one and finished the case, no consequences to patient.